Event description:
Related manufacturer reference number: 2017865-2022-09842; related manufacturer reference number: 2017865-2022-09845; related manufacturer reference number: 2017865-2022-09847; related manufacturer reference number: 2017865-2022-09848. It was reported that the patient presented in clinic for follow up. Culture test revealed an infection on the patient pocket. The physician elected to explant the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, atrial lead, and a capped rv lead. The patient is recovering after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.